Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address poly wear.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not provided. The investigation could not draw any conclusions regarding the reported poly wear without the polyethylene device for examination. However although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Examination of the submitted sigma stab xlk ins 5 8mm confirmed discoloration and third-body debris damage to the articulating surface. Discoloration can cause by oxidative degradation and/or lipid absorption. Since the component showed no evidence pointing to oxidation, such as delamination, lipids were likely the reason for discoloration. The observed pitting is characteristic of abrasive wear. Review of the device history records did not reveal any manufacturing deviations or anomalies. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.